Event description:
Pt was revised due to pain. Intraoperatively reported wear of the tibial insert.

Manufacturer narrative:
Exact date of original implant is not known. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.